Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the new sizer sensor (pca/syr) had physical damage to the unit which was sealed in packaging. When unwrapped the package, the metal was twisted and the pcb had physical damage. There was no patient involvement.